Event description:
It was reported that in the operating room when removing the swg from the sheath, blood continued to flow from the sheath as the valve was not working properly. As a result, the sheath was removed from the patient and replaced with a new one and used without issues. There was no reported delay, death, or complications to the patient due to this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.